Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available at the later time it will be reported in a supplemental report.

Event description:
Revision of a left total knee. Dr (B)(6) removed #2 9mm insert and changed it to 11mm insert.

Manufacturer narrative:
Reported event: an event regarding instability involving an unknown triathlon insert was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this is the case of a patient who underwent a primary cruciate retaining total knee arthroplasty and approximately seven years later developed pain and instability requiring polyethylene exchange to restore stability. I can confirm that the revision took place since I was able to review the operation report. She now presents with increasing pain and instability with the possibility of a torn posterior cruciate ligament. The root cause of these events cannot be determined with certainty. Causes of pain and instability, if not traumatic in origin include surgical technique, implant positioning, fixation and alignment as well as stretching of the pcl creating instability. The x-rays were read as showing posterior subluxation of the femur on the tibia which to me would not indicate pcl instability. It is tibial subluxation posteriorly on the femur that indicates pcl insufficiency. -device history review: not performed as lot information was not provided. -complaint history review: not performed as lot information was not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated: this is the case of a patient who underwent a primary cruciate retaining total knee arthroplasty and approximately seven years later developed pain and instability requiring polyethylene exchange to restore stability. I can confirm that the revision took place since I was able to review the operation report. She now presents with increasing pain and instability with the possibility of a torn posterior cruciate ligament. The root cause of these events cannot be determined with certainty. Causes of pain and instability, if not traumatic in origin include surgical technique, implant positioning, fixation and alignment as well as stretching of the pcl creating instability. The x-rays were read as showing posterior subluxation of the femur on the tibia which to me would not indicate pcl instability. It is tibial subluxation posteriorly on the femur that indicates pcl insufficiency. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of a left total knee. Dr (B)(6) removed #2 9mm insert and changed it to 11mm insert. Update 01/february/2023 (B)(6): per operative report provided: "...unfortunately, she has developed progressive and increasing pain and instability...there is great concern now that she has soft tissue instability and imbalance leading to her left knee pain and symptomatology..."

Event description:
Revision of a left total knee with removal of #2 9mm insert and changed it to 11mm insert. Update (B)(6), 2023 wg: per operative report provided: "...unfortunately, she has developed progressive and increasing pain and instability...there is great concern now that she has soft tissue instability and imbalance leading to her left knee pain and symptomatology..."

Manufacturer narrative:
Reported event: an event regarding instability involving an unknown triathlon insert was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: 'this 68 year old female had her initial knee replacement in 2009, a revision of that knee for instability with a thicker spacer in 2016, and then again, another revision in 2023 for instability, and then six months later the knee became unstable again requiring revision to a ts component. I can confirm that the patient required re-revision in august 2023 since I was able to see the original stryker stickers of the ts implant. However, I do not have the operation report or office notes after her latest revision. I do not have any x-rays following the rerevision. The root cause of these events cannot be determined with absolute certainty. The causes of recurrent instability of a primary total knee, requiring a thicker spacer, then a posteriorly stabilized component and then a ts component are multi-factorial including surgical technique, patient soft tissue quality, patient activity level and bmi, and possible trauma although none was mentioned in this summary. In the absence of any breakage or damage to her implants, I would not assign any causality to any of the implants. ' -device history review: not performed as lot information was not provided. -complaint history review: not performed as lot information was not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated: this 68 year old female had her initial knee replacement in 2009, a revision of that knee for instability with a thicker spacer in 2016, and then again, another revision in 2023 for instability, and then six months later the knee became unstable again requiring revision to a ts component. I can confirm that the patient required re-revision in (B)(6), 2023 since I was able to see the original stryker stickers of the ts implant. However, I do not have the operation report or office notes after her latest revision. I do not have any x-rays following the rerevision. The root cause of these events cannot be determined with absolute certainty. The causes of recurrent instability of a primary total knee, requiring a thicker spacer, then a posteriorly stabilized component and then a ts component are multi-factorial including surgical technique, patient soft tissue quality, patient activity level and bmi, and possible trauma although none was mentioned in this summary. In the absence of any breakage or damage to her implants, I would not assign any causality to any of the implants. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.